Event description:
It was reported that the physician's vns handheld computer screen was freezing at the successful interrogation screen. Physician was aware that troubleshooting would usually resolve the event, but requested a replacement handheld anyway. Handheld computer was returned to the manufacturer without the flashcard, but analysis is pending.